Event description:
It was reported that during use with bd micro-fine¿+ pen needles 32g x 4mm customer had concerns if full dose was being delivered. The following information was provided by the initial reporter, translated from japanese to english: asked about insulin technique due to worsening glycemic control, bleeding and pain were observed at the time of puncture.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use with bd micro-fine¿+ pen needles 32g x 4mm customer had concerns if full dose was being delivered. The following information was provided by the initial reporter, translated from japanese to english: asked about insulin technique due to worsening glycemic control, bleeding and pain were observed at the time of puncture.